Event description:
It was reported that the pre-operative threshold was high on the right ventricular lead. During the procedure, the threshold was lower when tested with the analyzer cable. The physician was questioning if the device connector was the reason for the change in impedance and threshold noted. The device was replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).